Event description:
The customer reported the system intermittently would lock up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.